Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
(B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - software investigation completed. Findings are that the surgeon was tracing on soft tissue. Once tracer was performed on bony anatomy it was accurate. Software is functioning as designed. Use error. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged being 4 millimeters inaccurate inferior while touching the skull base. The surgeon deemed being equally inaccurate while touching superficial anatomical landmarks, as well. In trouble-shooting, it was noted that the surgeon was tracing on the cheeks. The medtronic representative recommended the surgeon re-register the patient and only trace on bony anatomy, refraining from tracing on any fleshy parts of the face, for example under the eyes and on the cheeks. The surgeon deemed being accurate after taking these steps and opted to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software instructions for use have pictures of tracer pattern being performed on bony parts of the anatomy.